Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed 32 units of insulin on board (iob- active insulin in the body) with 5 hours remaining being displayed. Reportedly, after consuming dinner the customer delivered a bolus of 16 units. However, the customer received a valid incomplete bolus alert due to unintentionally exiting the bolus screen, and delivered an additional 16 units due to unfamiliarity with the alert. Review of the bolus history by tandem technical support verified that the customer had delivered 2 boluses, each for 16 units each. Tandem technical support educated the customer regarding iob, and that the customer had 32 units of insulin in the body. At the time of the reported event, the customer's bg level ranged from 131-138 (mg/dl). Reportedly, emergency services were contacted, and the customer was provided with fast-acting carbohydrates along with suspending pump therapy to ensure bg level remained within range. During a follow-up call, the customer reported bg level was okay and at the time of the follow-up, bg level was 184 mg/dl.